Event description:
It was reported that on (B)(6) 2025 a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During device preparation of the steerable guide catheter (sgc) dilator, the 3-way stopcock was connected to the flush port to de-air the device. A guide wire was inserted into the dilator, and resistance was felt at approximately 90 cm. The sgc was replaced and a mitraclip was implanted. The mr was reduced to grade 1. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the dilator was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified another complaint reported to this lot and appear to be related to a potential product quality issue. Based on available information, the reported difficult to flush the dilator appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.